Event description:
It was reported that customer pump screen had missing pixels and later showed large black lines across display that made information difficult to read. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.